Event description:
It was reported that during implant, the right ventricular lead exhibited a loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.